Event description:
Patient reported left rupture confirmed by MRI and ultrasound. Patient later reported left side breast became larger and firmness so seroma-late was suspected. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued h.6. Health effect - impact code: f2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left rupture confirmed by MRI and ultrasound. Patient later reported left side breast became larger and firmness so seroma-late was suspected. Device has been explanted and replaced.

Event description:
Patient reported, left rupture. Confirmed, by MRI and ultrasound. Patient later reported, left side breast became larger and firmness, so seroma-late was suspected. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Seroma-late: unable to observe, as it is a medical event. Not related to the device. Additional observations: red particles observed, in the gel. Creases were observed. No further actions are required, as the device was implanted.